Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6).  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 13 syringe 30 ml ll s/c 56 experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 302832, batch no: 9056950. Verbatim: during visual inspection, 13 syringes contained fluid. This is a critical defect.

Event description:
It was reported that 13 syringe 30ml ll s/c 56 experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 302832 batch, no: 9056950. Verbatim: during visual inspection, 13 syringes contained fluid. This is a critical defect.

Manufacturer narrative:
Investigation: eight (8) samples were provided by the customer for investigation in opened blister packs. The returned samples were visually examined and it was observed that there are droplets of silicone in the syringes between the stopper and the syringe tip. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Silicone readings are performed at the middle and end of each batch with all readings accepted; therefore, the condition reported by the customer cannot be confirmed.